Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
It was intended to treat a moderately calcified lesion (99 percent stenosis degree) in a moderately tortuous part of the mid lad. After pre-dilation of the lesion, the complaint instrument was introduced into the patients body but could not pass through the lesion. During the attempted passage or during withdrawal the stent was deformed. The complaint instrument was discarded at the facility because the patient had an infectious disease.